Event description:
Customer reported an over infusion of lipids. A new lipids bag was hung (B)(6) 2014 at 1800 to infuse over 12 hours. At approximately 2200 the bag was found to have 75ml remaining. The primary lipids infusion was connected to a primary tpn infusion distal smartsite port. The nurse and charge nurse verified the IV setup was correctly connected. It did not appear that the lipids back flowed into the tpn bag. No pt harm or medical intervention occurred. No further pt/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.